Manufacturer narrative:
As reported by a healthcare professional, during treatment of the anterior cerebral artery (a1), there was strong resistance when advancing an enterprise device (catalog enf402300) through the prowler select plus microcatheter ((B)(4)) and it was necessary to remove and replace both devices. It was reported that a continuous flush had been maintained through the microcatheter and there was no vessel tortuosity or calcification. The microcatheter did not appear damaged. There were no potential adverse events. It was reported that the devices would be returned for analysis. A non-sterile prowler sel plus 150/5cm 45tip was received coiled inside of a pouch. The received device was inspected and it was found compressed at 5, and 19cm from the distal end. The received microcatheter was inspected under microscope and it was found compressed. The ID from the microcatheter was measured and was found within specification. (Hub ID .021¿ specification: .021¿ minimum, distal ID .021¿ specification: .021¿ minimum). The received microcatheter was tried to flush, but it was not possible. A guide wire .018¿¿ lab sample was introduced into the received microcatheter and it advanced until it was stuck inside of it. The guide wire was removed. After that the microcatheter was cut at 50.5cm from the proximal end and the lab sample guide wire was inserted again; resistance friction was felt and additional force was applied on the device and then residues of dry blood were ejected from the cut section. A review of the manufacturing documentation associated with this lot 17483793 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The enterprise was not returned for analysis. In addition, the lot number was not provided; therefore, a DHR could not be performed. The resistance was confirmed during the functional test of the prowler select plus. The event could not be confirmed for the enterprise stent without product return for analysis. The event appears was due to the compressed section noted on the received device. The cause of the compressed condition was apparently caused by applying excessive force on it, but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to this failure. There is no current safety signal identified related to the reported events based on review of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
This complaint met MDR reporting criterial on (B)(6) 2017 when it was reported that the event resulted in loss of cerebral target position. (B)(6). The device was returned for analysis; however, the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot 17483793 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during treatment of the anterior cerebral artery (a1), there was strong resistance when advancing an enterprise device (catalog enf402300) through the prowler select plus microcatheter (606s255fx/ 17483793) and it was necessary to remove and replace both devices. It was reported that a continuous flush had been maintained through the microcatheter and there was no vessel tortuosity or calcification. The microcatheter did not appear damaged. There were no potential adverse events.